Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the hand piece connected to the generator does not work well when the foot switch is pressed, was unable top be confirmed. However the rf board terminal of the generator was slightly carbonized and unevenness was confirmed, so it was necessary to replace the rf board. In addition, the deterioration of the handpiece socket was confirmed, so it needed to be replaced. The generator was found to be displaying error code : 300. The generator was deemed non-repairable and was returned to the customer without repair. Contact with moisture or fluid would have caused the carbonization of the rf board terminals. Also the deterioration of the handpiece socket can be attributed to prolonged usage of the device over time. The defective components would have caused the generator to display the error code. The deteriorated hand piece socket would have caused the hand piece to not work properly as reported by the customer, however since the reported condition is not confirmed, the root cause for the reported failure cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the generator did not operate properly even when the foot switch was pressed. During in-house engineering evaluation, it was determined that the rf board terminal of the generator was slightly carbonized. There was no procedure nor patient involvement reported. No additional information was provided.